Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.

Event description:
On (B)(6) 2018, a reporter contacted animas alleging that a patient had experienced a hypoglycemic event while on the pump. The reporter stated that the patient had a blood glucose of 33 mg/dl with no associated symptoms of hypoglycemia. The reporter stated that the patient received orange juice as treatment to bring their blood glucose level up. The reporter was unable to complete troubleshooting at the time of the call. This complaint is being reported based on the allegation that the patient experienced a hypoglycemic event while on the pump.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07-mar-2019 with the following findings: a review of the black box and pump history showed no evidence of a delivery malfunction. The prime history indicated 9 prime events with an unknown cause. A zero basal record was recorded due to user intervention of cartridge and battery changes. The pump passed all required delivery accuracy testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.